Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. On (B)(6) 2015, the patient's blood glucose level was 32 mmol/l. The patient made a correction via the infusion device. On (B)(6) 2015, the patient had symptoms of hyperglycemia. The patient vomited and felt very sick. The patient was taken to the hospital. At the hospital, the blood glucose level was 32 mmol/l. The patient was treated with insulin via perfusor. It is unknown on how long the patient was hospitalized. The infusion device was requested to be returned for product evaluation.